Event description:
The patient reported that they fell and hit the device area. The patient also reported that the area is very sore and that their device has moved. Follow up information from the clinic revealed that the patient has not been seen since they fell. The patient later reported that they are experiencing palpitations and felt something was not "set right " at their last device check. The device remains in use. No further patient complications have been reported as a result of this event.

Event description:
The patient reported that they fell and hit the device area. The patient also reported that the area is very sore and that their device has moved. Follow up information from the clinic revealed that the patient has not been seen since they fell. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.